Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of kugel patch, patient was diagnosed with hernia recurrence, adhesions, mesh migration and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-apr-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2008 - patient was diagnosed with partially reducible ventral incisional hernia thereby underwent open repair with the implant of kugel hernia patch. Per operative notes, ¿the hernia was resected from pannus dead space and fascia. Patient also had a rectus diastasis, which contained the adherent portion of colon were taken down. A kugel hernia patch was placed into defect and secured using sutures.¿ (B)(6) 2012 - patient was diagnosed with pelvic pain and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿dense pelvic adhesions and abdominal adhesions related to mesh placement were lysed. Areas were adherent to the mesh on the patient¿s inguinal area was dissected free.¿ (B)(6) 2013 - patient was diagnosed with chronic pain, hernia recurrence thereby underwent open repair with the removal of mesh. Per operative notes, ¿recurrent hernia at the top edge of the patch, right at the area of the umbilicus. There were also multiple sutures holding the patch in place. Multiple adhesions between the bowel and the kugel patch were taken down. The kugel patch was halfway incorporated somewhat into the abdominal wall, but there were also patches which was not incorporated. The mesh and sutures were completely removed. A sheet of biological mesh was sewed to the wound edges and a single layer of synthetic mesh was placed in inlay fashion. ¿ attorney alleges that the patient had adhesions, pain, infection, hernia recurrence, partially unincorporated mesh, foreign body responses and while moving the mesh a portion of the anterior abdominal wall was removed.